Event description:
It was reported that patient developed a rash on the abdomen postoperatively. Verbatim: it was reported that 7+13. Describe reaction(s) continued patients who were prepped with chloraprep (chlorhexidine gluconate, isopropyl alcohol), at an unknown dose, for an unknown indication. Lot number and product expiration date were not provided. On an unknown date, the patient developed a rash on the abdomen postoperatively. At the time of the report, action taken and outcome of the event of rash on the abdomen postoperatively were not provided. The reporter did not provide seriousness and causality assessment for the event of rash on the abdomen postoperatively. No further information were provided.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No additional information was provided by a nurse at an unknown facility. Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.